Event description:
The user reported that the roller pump did not hold occlusion. No other details regarding the nature of the event were provided. The surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.